Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled;''rupture after previous endovascular aneurysm repair due to type ia endoleak: complete endograft preservation is feasible with proximal suturing, aortic neck banding, and sac plication.'' Christos d. Karkos, maria mitka, ioannis pliatsios, efthalia xanthopoulou, ioakeim t. Giagtzidis, christina t. Papadimitriou, konsta ntinos o. Papazoglou. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient presented emergently on an unknown date with abdominal and back pain. A CT scan revealed a ruptured aortic aneurysm due to a type ia endoleak. An intervention procedure was performed. A CT scan six weeks later showed the endoleak was resolved. The patient died from congestive heart failure eight months later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.